Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Additional lot numbers: w3634553, w3652938, w3668754, w3669842, one (1) unknown lot number. Continued from section d.11: boston scientific jagwire wire guide, unknown model. Erbe electrosurgical generator, unknown model. Olympus endoscope, unknown model. Fujinon ed-530xt duodenoscope. Cook tracer metro wire guide, unknown model. Olympus tjf-160 endoscope. Olympus visiglide wire guide, 0.025 inch model. Continued from section h.6.: (B)(4). Five (5) of the six (6) reported devices were returned to cook endoscopy for evaluation. In two (2) of the five (5) returned devices, our evaluations of confirmed the report of incorrect cutting wire orientation. One (1) of the returned devices was unable to be confirmed due to the condition of the device. The cutting wire was broken but still attached to one end of the device. Each of the unbroken, returned devices was advanced through a duodenoscope that is placed in a simulated biliary position during the laboratory analysis. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The position of the confirmed device catheters exited the endoscope ranged from 10 o'clock to 12 o'clock. The devices were then bowed and the cutting wires were facing from 2 o'clock to 10 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock.). Prior to functional testing, the sphincterotome catheters were subjected to a close visual examination at the distal end as they laid flat. Twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned products. The device history record for the known lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. A definitive cause for the observations could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device. Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the known lots said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes six (6) malfunction events. A review of the events indicated that during endoscopic retrograde cholangiopancreatography (ercp) procedures, the physicians used a cook fusion omni-tome sphincterotomes. During the procedures, the users experienced incorrect cutting wire orientation. These reports were received from various sources on various dates. All six (6) events involved patients with no patient consequences. Three (3) of the patients involved were female. One (1) of the patients was reported to be (B)(6). Three (3) of the patients involved had pre-existing stones in the bile ducts, and one (1) of the patients involved had pre-existing hypertension and cardiopathy [heart disease].

Manufacturer narrative:
Additional lot numbers: w3634553, w3652938, w3668754, w3669842. One (1) unknown lot number. Concomitant products: boston scientific jagwire wire guide, unknown model; erbe electrosurgical generator, unknown model; olympus endoscope, unknown model; fujinon ed-530xt duodenoscope; cook tracer metro wire guide, unknown model; olympus tjf-160 endoscope; olympus visiglide wire guide, 0.025 inch model. Five (5) of the six (6) reported devices were returned to cook endoscopy for evaluation. In two (2) of the five (5) returned devices, our evaluations of confirmed the report of incorrect cutting wire orientation. One (1) of the returned devices was unable to be confirmed due to the condition of the device. The cutting wire was broken but still attached to one end of the device. Each of the unbroken, returned devices was advanced through a duodenoscope that is placed in a simulated biliary position during the laboratory analysis. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The position of the confirmed device catheters exited the endoscope ranged from 10 o'clock to 12 o'clock. The devices were then bowed and the cutting wires were facing from 2 o'clock to 10 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock.). Prior to functional testing, the sphincterotome catheters were subjected to a close visual examination at the distal end as they laid flat. Twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned products. The device history record for the known lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. A definitive cause for the observations could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the known lots said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes six (6) malfunction events. A review of the events indicated that during endoscopic retrograde cholangiopancreatography (ercp) procedures, the physicians used a cook fusion omni-tome sphincterotomes. During the procedures, the users experienced incorrect cutting wire orientation. These reports were received from various sources on various dates. All six (6) events involved patients with no patient consequences. Three (3) of the patients involved were female. One (1) of the patients was reported to be (B)(6). Three (3) of the patients involved had pre-existing stones in the bile ducts, and one (1) of the patients involved had pre-existing hypertension and cardiopathy [heart disease].